Manufacturer narrative:
(B)(4). Concomitant medical products: g7 osseoti multihole 60mm g, pn 110010268, ln 3973559, g7 dual mobility liner 46mm g, pn 110024465, ln 705150, delta ceramic option head dia2 8, pn 650-1055, ln 2897826. Associated products: cer option type 1 tpr sleve +3 pe 1, pn 650-1067, ln 2887164. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10482, 0001825034-2018-10483, 0001825034-2018-10771. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised four months post implantation due to disassociation and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.